Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified unspecified vessel. After pre-dilation, a 3.0x20mm promus element stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the stent "got lifted." The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. Struts throughout the stent were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified unspecified vessel. After pre-dilation, a 3.0x20mm promus element stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the stent "got lifted". The procedure was completed with a different device. No patient complications were reported and the patient status is good.